Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the prograsp forceps instrument was being used to remove the gall bladder. While it was grasped on the gall bladder, the prograsp forceps instrument remained clamped on the tissue and could not be removed. The surgeon removed the instrument and manually turned the gears to release the gallbladder. The emergency release kit was not used. The procedure was completed and there was no report of patient injury. Intuitive surgical, inc. (Isi) made follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this event and completed the failure analysis testing. The reported complaint could not be replicated or confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Additional observations not reported by the site were also observed. Signs of corrosion/contamination were found on the instrument bearings. The grip input disk bearings exhibited orange discoloration. The root cause of corroded/contaminated instrument bearings is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The instrument was also found to have corrosion on one or more clamping pulleys in the back end. The root cause of corroded/contaminated instrument clamping pulleys is typically attributed to mishandling/misuse. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by a rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The instrument logs were reviewed and the following information was obtained: the prograsp forceps instrument was used during a cholecystectomy surgical procedure performed on system sk4791 on 8/25/2022. The instrument had 13 uses remaining out of a maximum of 18 uses total. This complaint is considered a reportable event due to the following conclusion: it was alleged that the prograsp forceps instrument became stuck on the patient's gall bladder during the procedure. Medical intervention may be required in the event that the staple(s) cannot be released from the target tissue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.